Event description:
It was observed that during the device evaluation, the flex video scope exhibited a burnt c-cover distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction:an environmental and/or use of a high energy tool may have contributed to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.